Manufacturer narrative:
The device was not available for return and evaluation. No product lot number was provided. Additional medical information has been requested but not received. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
(B)(6) notified bausch + lomb of this event. A hospital reported a patient who suffered a large corneal ulcer after one day of wearing the lens. Repeated attempts have been made to obtain additional information but have not been successful.